Event description:
Legal complaint received on (B)(6) 2011 alleging that during/after placement of screws and rods that nerves were damaged during surgery on (B)(6) 2009. Spine levels and specific products are not defined except to state that a nuvasive nerve monitoring device was used during surgery and did not perform properly or safely.

Manufacturer narrative:
(B)(4). The specific device involved in the reported event has not been identified. No failure investigation has been possible to date. Should additional relevant information become available a subsequent report will be filed.